Event description:
Boston scientific corporation became aware of the following event through the article "efficacy of specimen pasting after cold snare polypectomy for pathological evaluation of horizontal margins" written by takuya ikeda, et al. According to the literature, between february 1, 2019 and march 31, 2019, 216 colorectal polyps resected by cold snare polypectomy (csp) at osaka saiseikai nakatsu hospital were included in the study to compare horizontal margins between pasted and non-pasted csp specimen. It was reported that a patient had postoperative bleeding requiring endoscopic hemostasis. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: it was reported that the procedures were between february 1, 2019 and march 31, 2019. Block d4, h,4 the suspect device upn and lot number is not reported; therefore, the manufacture and expiration dates are unknown. Block e1 (initial reporter facility name): department of clinical laboratory osaka saiseikai nakatsu hospital. Block g3: literature source journal article: ikeda t, yoshizaki t, eguchi t, kinugasa h, okada a. "Efficacy of specimen pasting after cold snare polypectomy for pathological evaluation of horizontal margins." Endosc int open. 2022 may 13;10(5):e572-e579. Doi: 10.1055/a-1784-6723. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f08 captures the reportable event of hospitalization.